Event description:
It was reported that the patient developed a staph infection 5-6 weeks after implant. The patient stated that she was told that it was from ¿when they stuck a tube down her nose into her throat¿ and ¿it attacked the device.¿ ¿it wasn¿t from having the surgery to put in the new pump.¿ the pump was delivering morphine at the time of the event. The patient had withdrawal after they took the pump out while she was waiting to have a new pump put in. They had to ¿bring up the oral meds to equal what was in the pump.¿ the patient ¿got the shakes.¿ additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(6), implanted: (B)(6) 2007, product type catheter. (B)(4).